Event description:
While resident was being transferred with pal from toilet to wheelchair, there was a malfunction of the pal (hand control button stuck deep in handset). This caused pal to stay in the "hi" (high) position with resident having arms hyperextended for approx 30 seconds. Staff cna implemented emergency shut-off procedure (removed battery). Cna "worked" the main unit control buttons to get resident lowered. Md notified immediately. Order received to treat severe pain with 1 percocet by mouth at this time. Md came to examine resident. Portable x-ray obtained within 5 hours (as soon as possible). Pal was removed from service and tagged "do not use." Work order submitted to facility maintenance staff 04/23/2001. Handset control button(s) replaced 04/24/2001.